Event description:
In 2004,the pt reportedly had no sound percept. The pt was seen for evaluation ( date not given). External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the pt's c1 device was no longer functioning.